Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37, which has a similar product distributed in the us, list number 01l79.

Event description:
The customer reports that in 2016 one patient had generated reactive architect anti-hcv assay results of 9.0 s/co. A recent sample drawn and tested on (B)(6) 2018 (sid (B)(4) has generated a nonreactive result of 0.65 s/co. This patient was also tested at another medical facility that utilizes the architect platform and there also generated a nonreactive anti-hcv result of 0.60 s/co. The customer retested the sample taken at their site and it again generated a nonreactive result of 0.78 s/co. On (B)(6) 2018, it was reported that a new sample was drawn from this patient and generated a nonreactive architect anti-hcv result. No information as to whether this patient has been receiving treatment is known but does have hepatic cysts. The positive control has been within specifications. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were found, which may have impacted the performance of the product. No returns were made available from the customer site. Sensitivity testing was performed using an in-house retained reagent kit of architect anti-hcv assay lot 82133li00. All results met specifications indicating acceptable performance of this reagent lot. No false non-reactive results were generated. Also, in the testing of two commercially available seroconversion panels, all reactive samples were detected as expected. Instrument logs from the architect i2000sr analyzer were reviewed and did not identify any further assay or instrument issues. The architect anti-hcv assay package insert contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Lot#: from unknown to 82133li00.